Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 14 percent remaining to less than 2 percent remaining 4 months later. The device batter was suspected to be depleting prematurely. Surgical intervention was undertaken. Upon interrogation of the device prior to the procedure, the device was noted to have reached elective replacement indicator (eri). The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 14 percent remaining to less than 2 percent remaining 4 months later. The device batter was suspected to be depleting prematurely. Surgical intervention was undertaken. Upon interrogation of the device prior to the procedure, the device was noted to have reached elective replacement indicator (eri). The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.